Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "did not function." The device was being used during surgery. No user or pt injuries were reported. It is unk if medical intervention occurred. There was no additional info provided.